Event description:
It was reported that the user experienced a low glucose event with a blood glucose of 56 mg/dl, became unsteady, fell on the left side causing pain to the thigh, hip, and lower back, and was treated on scene by emergency responders with oral glucose and food, after which glucose improved; additional device-related details were not available. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention requiring medication. Investigation included communication with the user or third party and analysis of information provided. Investigation of this case revealed no findings available, and the medical device problem and device component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.